Event description:
The customer reported one recent event of non-reproducible false positive troponin I (accutni) result obtained from the access 2 section of the unicel dxc 600i synchron access clinical system. The customer stated that the initial result was above the acute myocardial infarction (ami) cutoff of the assay while repeat testing was lower and reproductive within the risk stratification range of the assay. The customer indicated that the erroneous positive result was not reported out of the laboratory and there was no change in patient treatment or affect to the patient in connection with this event. The customer verbally reported that the initial patient result of 30.47 ng/ml was followed by 3 reproducible results of 0.11 ng/ml, 0.10 ng/ml, and 0.10 ng/ml. The customer noted that quality control (qc) was passing at the time of the event and there was no evidence of an instrument malfunction or system issues. The customer did not indicate any increase in the occurrence of this type of event. The customer also did not indicate any sample integrity issues to note. Beckman coulter field service engineer (fse) was not required by the customer and was not dispatched. Insufficient evidence was supplied to determine a cause for this event. Access accutni reagent part number (B)(4) was used in conjunction with the analyzer.

Manufacturer narrative:
Service was not required by the customer.